Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via the clinical database that the patient came to the clinic on (B)(6) 2016 with generalized weakness and chills over the preceding week with symptoms worsening. The patient was sent to the ed for admission for evaluation of infectious process. Patient was started on IV vancomycin and infectious protocols started. On (B)(6) 2016 the patient was noted to have low grade temperatures overnight and blood cultures were positive for strep bovis. Antibiotics were changed from vancomycin to IV ceftriaxone for a planned six week course with and end date of (B)(6) 2016 with a plan of suppressive oral cephlex. Repeat blood cultures on (B)(6) 2016 were all negative. Patient was discharged home on (B)(6) 2016. No additional information provided.